Event description:
It was reported that the patient presented in clinic for novel device implant procedure. Upon implant, it was found that the novel right ventricular lead was failing to sense. The procedure was completed using an alternate lead on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.